Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle leaked medication past the plunger. The following information was provided by the initial reporter, translated from portuguese: "the syringes came with a malfunction, when you pull the medication the liquid overflows through the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle leaked medication past the plunger. The following information was provided by the initial reporter, translated from portuguese: "the syringes came with a malfunction, when you pull the medication the liquid overflows through the plunger.".

Manufacturer narrative:
Photos received by our quality team for investigation. Upon visual evaluation, leakage past stopper is observed. No damage or deformation on the syringe is observed. Physical samples are required to further analyze. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.